Event description:
The surgeon reported that there was a scratch on the lens. The lens was explanted.

Manufacturer narrative:
The surgeon has not provided further information on this event to date. Results of visual inspection confirm that a very fine scratch was present on the anterior surface of the returned lens. It is unlikely that the mark was caused by the injector; and whilst this is not a scratch typically seen from production, it is not possible to determine what caused the scratch. (B)(4).